Event description:
It was reported, "PICC cannulation of the left arm was performed on (B)(6) 2023, and the process went smoothly. At 9:10 on (B)(6) 2024, the infusion treatment, the patient complained that the limb on the side of the tube, chest tightness, breathlessness, syringe through the tube can be heard in the left ear the sound of running water, the infusion rate with the position of the changes in the speed of fast and slow, given the chest x-ray, the left arm vascular ultrasound, did not find obvious abnormalities, and the family members to communicate with the family, because of the left ear can be heard in the abnormal sound of running water, self-consciousness is more obvious, suspected that there is a breakage of the inner catheter, and the supervising. After communicating with the physician in charge, the catheter was removed at 15:30, observing a transverse fissure in the blue colour of the catheter at 16cm, and the return of blood from the anterior 16cm of the tubing. After 30 minutes of catheter removal, the patient was visited and complained of relief of chest tightness and breathlessness."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.